Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) has been feeling tired and does not believe that the device is pacing when it should be. A boston scientific technical services (ts) consultant referred the patient to discuss health concerns with their physician and to have their device checked to make sure it was operating as expected. This product was later explanted for normal battery depletion (nbd) and returned for laboratory analysis.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.